Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was in chronic atrial fibrillation and a single chamber device was implanted. It was also reported the lead had a change in impedance. The lead was capped. No patient complications have been reported as a result of this event.